Manufacturer narrative:
(B)(4). Concomitant medical products: trabecular metal reverse shoulder humeral stem pnunk lnunk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial shoulder/elbow procedure on an unknown date. Subsequently, the patient suffered poly disassociation.

Manufacturer narrative:
Concomitant medical products: 00434901213 humeral stem 12 mm stem diameter 130 mm stem length 63077024 00434904011 glenosphere 40 mm diameter 63049777 00434901500 base plate 15 mm post length uncemented 63108432 0104223048 anatomical shoulderâ?¢ reverse, screw system, 4.5-48 2797940 0104223042 anatomical shoulderâ?¢ reverse, screw system, 4.5-42 2809048. Complaint cannot be confirmed, as the surgical op notes or x-rays were not provided. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A definite root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following report is submitted to relay additional information that was received updated 00434901213 humeral stem 12 mm stem diameter 130 mm stem length 63077024 00434903909 humeral stem spacer size 9 63229746 unknown glenoid head unknown tm glenoid baseplate a follow up MDR will be submitted once the investigation is completed.

Event description:
It was reported the patient underwent a reverse total shoulder arthroplasty revision due to disassociation of the polyethylene liner. The liner was removed and replaced. No other information was provided.